Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment/partial display anomaly during test.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 450 mg/dl. The customer's another blood glucose level was 200 mg/dl. Customer stated that the insulin pump was dropped and it had partial display. The device will be returned for analysis.